Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where it was found the bending section a-rubber adhesive was worn out, the rl knob was damaged, split button rubber 1 was marked, and angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the event was not likely related to the device. In culture testing performed by the user after reprocessing, the microorganisms were detected. When sbc culture tested after reprocessing in accordance with IFU, detected microorganism was lower than the standard value. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The user facility provide additional information regarding their clean, disinfection, and or sterilization process. Bedside pre-cleaning practice for endoscope at user facility is done using albyn medical scope cleaner. Aniosyme x3 is the detergent used during pre-cleaning and manual cleaning and a swab used for brushing the working channel. The biopsy valve, air valve, and suction valve disinfected or sterilized are manually reprocessed. The facility utilizes the soluscope 4 automatic endoscope reprocessor machine using soluscope cln detergent and soluscope paa disinfectant. After reprocessing, the scope is stored and hung horizontally. Olympus is used for maintenance/servicing. The scope was forwarded to an external laboratory for microbial testing. The reported pseudomonas aeruginosa was not detected as no hygiene relevant germs were found and the results conform with french recommendation. The scope was sterilized and returned to olympus (ofr) for a physical evaluation. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the user facility that after a routine microbiological control test on the evis exera iii gastrointestinal videoscope, the user detected an unexpected contamination as the scope cultured positive for pseudomonas aeruginosa (97 cfu). The scope was returned to olympus for further hygiene microbiological investigation (hmi). There was no report of any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.